Event description:
It was reported that during implant, the marker channel for the right ventricular (rv) lead did not show any ventricular sensing nor any ventricular pacing. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in blood. The analyst commented that the helix extension/retraction and length testing were performed and all results, including electrical testing, were within specified parameters. (B)(4).